Event description:
This case was initially received via (B)(4) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of the device") and paralysis ("paralysis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), paralysis (seriousness criterion medically significant), fatigue ("fatigue"), nervous system disorder ("neurological disturbances"), myalgia ("muscle pain") and arthralgia ("joint pain"). The patient was treated with surgery. At the time of the report, the medical device removal, paralysis, fatigue, nervous system disorder, myalgia and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, medical device removal, myalgia, nervous system disorder and paralysis with essure. The reporter commented: repeated disability leaves. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-nov-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 673 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.